Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/27/2016. The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings. Call service 052 alarm observed in black box on date of reported power issue. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. Pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened and moisture damage found on pcb. Display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).